Event description:
Additional information was received in a patient letter on 2016-11-07 reporting that while discussing the issue with an acquaintance, the patient found that their own response was very different. The patient's settings were set at 1 to 1.20. At this setting the patient received a strong vibration/thumping. The patient could sit and relax and the stimulator would stop but it was the same thing each time it goes off. It was not painful but [was] very annoying. The patient stated that since their stimulator had always given them a strong vibration/thumping, the patient had learned to sit and relax and then it would quite or the patient would just turn it off if it was too strong. The patient had thought that this was normal vibration.

Event description:
The patient reported that their setting was at 1.0 and sometimes it feels like they have stuck their finger in an electric plug. They experienced a painful shock and jolt. For example, the patient would set in a car and experience this very harsh sensation for a moment until it eventually stops. The adaptive stimulation and transition time was reviewed. The patient thought this was normal until speaking to a friend who had the same system implanted but did not have the same issue, the patient confirmed that the friend said that the stimulation felt good to them, and there were no device or therapy allegations. This was occurring intermittent. It was noted that the stim change was related to positional movement. The patient was to follow-up with their health care professional (hcp) regarding position shocking/jolting stimulation changes. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.